Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt underwent a target vessel reintervention. The index procedure treated the 95% stenosed, 2.5x10mm lesion in the mid rca (right coronary artery). Treatment consisted of predilation, placement of a 2.5x12mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and clopidogrel. The pt returned in 2009 with unstable angina and cardiac catheterization was recommended. On admission, the pt was hypotensive and overnight he experienced precordial chest pain. The pt also had renal insufficiency, chronic anemia, and difficulty swallowing. The proximal rca was treated with balloon angioplasty and placement of a 2.5x20mm taxus express2 stent with 0% residual stenosis. A non-target lesion in the proximal circumflex was treated with balloon angioplasty and placement of a 3.0x12mm taxus express2 stent with 0% residual stenosis. It was decided that the "moderate-grade disease" in the distal rca and mid circumflex would not be treated "given the pt's renal insufficiency and presence of very high-grade lesions". The pt was instructed to follow up for further evaluation and therapy. Post procedure the pt also experienced nonsustained ventricular tachycardia which resolved prior to discharge. During this hospitalization, the pt also received a transfusion for chronic anemia. The pt was discharged five days later on asa and clopidogrel.